Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Pt received implants for reconstruction. Pt presented with a seroma. Date of progression: (B)(6) 2007. A capsulectomy was performed. Pt received radiation therapy and chemotherapy. Date of death is (B)(6) 2012. Cause of death is bia-alcl. Cytology: cd30+, cd4+, cd43+ alk-. Histology: mass - incomplete resection. Time exposed is 8 years. Event occurred in (B)(6).